Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the implantable pulse generator (ipg) exhibited a pacing issue and it was not used. A second ipg implant was attempted, but the second ipg also exhibited a pacing issue. A third replacement ipg was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that for both implantable pulse generators (ipg) were not pacing the right ventricle.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.